Event description:
It was reported that the patient experienced shocking sensation in the body all the way through fingertips and toes when the spinal cord stimulator (scs) device was placed on magnetic resonance imaging (MRI) mode. It was noted that the patient turned pale and was rushed to the emergency room (ER). It was unknown if the shocking sensation was device related and if there were any interventions provided in the ER.